Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information, one of the dilators does not have the notation ¿6fr¿ on it. This was found internally before shipment to customers.

Manufacturer narrative:
In february 2025, we received one sealed kit. All the dilators were well marked at the proximal end. The defect mentioned in the description is not observed on the kit received. The review of the complaint history database, revealed no trends for the lot number 10131224. According to the informations known quality database was checked and revealed no anomaly in relation to the describe defect.

Event description:
According to the available information, one of the dilators does not have the notation ¿6fr¿ on it. This was found internally before shipment to customers.